Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, the patient underwent endovascular treatment as a planned procedure for an abdominal aortic aneurysm. The patient was treated with a gore® excluder® iliac branch endoprosthesis iliac branch component, a gore® excluder® aaa endoprosthesis iliac extender, multiple gore® excluder® aaa endoprosthesis contralateral leg, a gore® excluder® conformable aaa endoprosthesis trunk-ipsilateral leg, and a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) in the right internal iliac artery. The gore® devices had successful access, delivery, and accurate deployment of the device to the intended location, and retrieval of the delivery. A gore® excluder® iliac branch endoprosthesis internal iliac component was opened but did not enter the patient. No endoleaks were observed at the end of the procedure. The patient was discharged on (B)(6) 2024. On (B)(6) 2026, during an unscheduled visit, a computed tomography angiography (cta) was performed an it was noted that right internal iliac component lost its patency and appeared to have been compressed or invaginated.